Event description:
It was reported that, I received an email from ryan stating that the reamers were bent as well as "breaking" at the top.

Manufacturer narrative:
Devices will not be returned. If the devices or additional information becomes available it will be reported on a supplemental report. Same patient event as MDR 9610622-2012-00435 and MDR 9610622-2012-00437.